Event description:
Healthcare professional reported a rupture of the right-side device discovered by MRI, pain, calcification and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, calcification, rupture, and capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified one extended opening, fold creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, broken striated, wear abrasion and stress marks. Based on the device analysis the final assessment is: - one opening crease sharp in the side radius assessed as fold flaw opening. - a striated edge broken in the side posterior assessed as surgical damage. - missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a rupture of the right-side device discovered by MRI, pain, calcification and capsular contracture baker grade IV. Device has been explanted.